Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone that the insulin pump received multiple pump error alarms. The customer¿s blood glucose level was 56 mg/dl at the time of incident. Customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the insulin pump for analysis.

Manufacturer narrative:
The device passed the functional test, including the self test, sleep current measurement test, active current measurement test, rewind test, prime test, seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the displacement accuracy test. No pump error 130 alarm was noted during testing. During visual inspection, no loose or disconnected motor flex connector noted on electrical board. No damage was noted on the motor. The motor was tested outside of the device and passed. The device had minor scratched display window, scratched case, pillowing keypad overlay and cracked retainer.